Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the tip broke off inside of the glenosphere during implantation. Glenosphere was well attached. Surgeon did not attempt to remove the tip out of the glenosphere despite encouragement to do so.

Event description:
It was reported that the tip broke off inside of the glenosphere during implantation. Glenosphere was well attached. Surgeon did not attempt to remove the tip out of the glenosphere despite encouragement to do so.

Manufacturer narrative:
Correction d4 lot, d9/h3 the reported event could be confirmed, based on the image provided by the complainant. The device inspection revealed the following: the visual inspection of the device shown in the provided image confirms the broken hexagonal tip. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.